Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a totally extraperitoneal hernia repair procedure. The balloon could not be inflated during the operation. To correct the condition, it was replaced by another one. There was not patient injury. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A cut was observed to penetrate the balloon. The dissector balloon was inflated; leak was observed from the cut. No additional abnormalities were noted during visual and functional evaluation. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.